Event description:
The customer stated that he was hospitalized three times due to diabetic ketoacidosis. The customer's blood glucose reading was 311 mg/dl at the time of the report. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. The customer stated that the insulin pump alarmed no delivery. A tubing clamp was not available to perform the high pressure test. The customer was sent a tubing clamp and advised to call back to perform the high pressure test. When the infusion set was removed from the customer's body, the cannula was full of blood. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.